Event description:
It was reported that this right ventricular was explanted due to a dislodgement as confirmed through fluoroscopy. This lead was successfully replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.